Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they removed the pod 2 days prior to seeing their healthcare professional. The patient stated upon removal of the pod pal overlay and the pod, the skin was pulled off, resulting in an open wound which was bleeding. On (B)(6) 2025, the patient sought medical attention as they were not feeling well, and their skin was red and swollen. The patient was diagnosed with a pod site infection, methicillin-resistant staphylococcus aureus (mrsa). The patient was prescribed oral antibiotics, topical antibiotics, and daily dressing changes, keeping the the site clean with soap and water and keeping the area dry. The patient does not recall the length of stay in the hospital; they estimated they were released 2 to 3 days after being admitted.